Event description:
Pt undergoing chest and abdominal CT. IV site was placed in right antecubital area. IV was 20 gauge. Test dose of contrast was injected without problems detected by staff or pt. The injection was then started at 1.8cc/sec. After 80 cc injected, IV contrast began to spray on pt's face. Injection stopped. Extravasation noticed. Arm elevated and heat applied to area. Plain x-ray taken. Pt referred to primary physician office. Injector detector patch was in place at time of extravasation. Injector did not stop injecting contrast.